Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Their visual inspection did not identify any specific issue on the set that caused the leak. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one (1) unit of prismaflex m150, an external fluid leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.